Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 524 mg/dl. The other relevant blood glucose level was 451 mg/dl, 557 mg/dl, 483 mg/dl, 510 mg/dl and 570 mg/dl. The customer treated with bolus for high blood glucose. The insulin pump will be returned for analysis.